Manufacturer narrative:
Corrected information was provided in b.5. And d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the iol broke upon removal, due to poor capsular support.

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, a conventional surgery converted to anterior vitrectomy. Subsequently the lens was removed during initial procedure and completed with company other model lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).